Event description:
I went to get botox and filler from (B)(6) on (B)(6) 2025. Their website is (B)(6). Dr. (B)(6) injected botox on my face and juvederm filler on my lips and around my mouth. Next day I woke up with a half-paralyzed face. I couldn't smile for 4 months. I made a complaint to the (B)(6) and I went there 3 times, so that they could fix the problem but the problem didn't go away. My face was half paralyzed. I've been getting botox for around 19 years. I don't know what's going on but something is very wrong. Either this doctor used fake botox and filler or he doesn't know how to inject correctly. I paid $1,800 to this clinic for both injections. They refunded me $800 but kept my $1,000. I'd like to get my full refund. I still have bumps on my lips and around my mouth. I feel very uncomfortable. I didn't want to go out for 4 months. My smiling is better now but it's not like before. The fillers around my mouth and on my lips don't go away. I ended up having bumpy lips which look distorted.